Manufacturer narrative:
A manufacturing review was conducted and the reported lot met all release criteria. This is the first complaint to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon available information. It is unk whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after several attempts and restarting the system the probe was unable to obtain tissue. The procedure was completed with a different device. A hematoma formed at the biopsy site and additional pressure was required. The patient was discharged and additional time is expected for the hematoma to resolve.